Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that he missed an anti-c of a profiency test with biotestcell pool. The customer has neither returned the supposedly defective product nor the proficiency survey sample that had caused a false negative test result. At the time the customer filed his complaint the supposedly defective product was already expired. Therefore a testing of the retained biotestcell pool sample was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.